Manufacturer narrative:
Analysis was normal

Event description:
It was reported that the patient experienced a syncopal episode and subsequent cerebral bleed. The implantable cardiac monitor exhibited episodes of undersensing. On (B)(6) 2013 the implantable cardiac monitor was explanted and a pulse generator was implanted.

Manufacturer narrative:
No medwatch form was received.